Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 0.719 mg/dl. The physician questioned the result and requested that the sample be repeated. The repeated result was 13.0 mg/dl.

Manufacturer narrative:
The reagent lot number is 86354001 with an expiration date of 31-dec-2025. The calibration was acceptable. The field service representative found buildup on the sample probe. He replaced the sample probe, performed air purges, performed primes, adjustments, checks, and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.